Manufacturer narrative:
H6: medical device problem code 2017 clarifier: failure to follow steps / instructions. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (cfa) was attempted with a proglide device after a splenic artery embolization interventional procedure. There had been several sheath exchanges and finally a 6f sheath was successfully placed and the interventional procedure was completed. A hematoma was noted due to the multiple sheath attempts, prior to use of the proglide device. Reportedly, angiography was not performed to confirm the proglide was in the cfa. The suture caught some tissue and didn't pull out, but when the suture was tightened, hemostasis wasn't achieved. A non-abbott device was used, but it failed to achieve hemostasis. Manual compression was used to treat the hematoma and achieve hemostasis. The physician thought that the 6f puncture was made bigger by the several attempts to insert a sheath at the start of the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.